Event description:
It was reported that the ventricular lead was oversensing due to movement of the patient's arm in from of their body. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.